Manufacturer narrative:
One 8f swartz introducer and one transseptal dilator were returned for evaluation. Review of the device history record confirmed this batch met manufacturing requirements prior to shipment. Visual inspection revealed a bulge in the surface of the dilator. Functional testing revealed a .032" guidewire could not advance through the dilator. Additional testing revealed the inner wall of the dilator had been skived, which was caused by the insertion and advancement of a sharp object through the dilator, which was also the cause of the bulge observed on the surface of the dilator. The needle used during the procedure was not returned for analysis. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported the swartz sl1 introducer was inserted for transseptal access. When the brk needle (reorder 407201, lot 3170686) was inserted into the introducer / dilator assembly, it would not advance to the end of the device. It was removed from the patient and on the table, it still would not advance to the end of the sl1 introducer. The device was replaced with a swartz slo introducer and prior to placement, the user attempted insertion with no problems noted. There were no consequences to the patient. Investigation of the returned device revealed skiving of the inner wall and a bulge on the surface of the dilator.